Event description:
Customer reported: during the pre-test, prior to use on a patient, the doctor found the cuff would not deflate completely. Customer confirms no patient involvement.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received, a summary or the investigation will be provided in a supplemental report.